Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, by the customer's spouse, that the customer has passed away in april. No further details were provided. Several attempts were made to contact the next of kin at the phone numbers listed in the customer's file. One phone number was disconnected and only a voicemail was left at the other number. A callback request letter was sent.

Event description:
It was reported that customer has passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was lung cancer, pneumonia and respiratory failure. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the hospital, one month prior to passing. The customer was not using sensors and a sensor was not worn at the time of death. The caller does not want to return the insulin pump for analysis.

Manufacturer narrative:
This additional information is being provided after new information became available. (B)(4).